Event description:
It was reported by the account that during an unk procedure, while putting the hand port in the outer edge broke. Unk how the case was completed. No patient consequence was reported.